Manufacturer narrative:
Corrected data to follow-up #1 section g3 date received by manufacturer was submitted as apr 21, 2023 however, the correct date is apr 12, 2023. This is the date we became aware that information was inadvertently not included, but was known at the time the initial report was submitted on mar 31, 2023. Section h2 if follow-up, what type should have indicated correction for follow up #1 section h10 additional narratives/data: should have also indicated corrected data for follow up #1 corrected data to follow-up #2 follow up #2 was submitted to correct the g3 date received by manufacturer from apr 21, 2012 to mar 21, 2012 however, this was incorrect as the correct date is apr 12, 2023. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Correction: section g# date received by manufacturer: in follow up report md-0013948 the date received by manufacturer was added as apr 21, 2023 however, the correct date is mar 21, 2023. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information: customer reported that the diffuse lamellar keratitis (dlk) was improving after a flap lift and clean. The light sensitivity was improving. The customer does not collect patient weight, race and ethnicity therefore, this information is not available. Device evaluation: section h3: device evaluated by manufacturer: yes. A review of the records related to this equipment that included labeling, manual, and risk documentation reviews for this equipment was performed. Equipment labeling provides possible complications that can be caused by the surgical/treatment procedure being performed. The trend review shows that there is not a recognizable adverse trend. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. There was no product deficiency identified. All pertinent information available to johnson & johnson surgical vision has been submitted.

Manufacturer narrative:
Customer reported that they do not collect this data. A review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a laser vision correction patient had surgery on (B)(6) 2023 and presented on (B)(6) 2023 with stage 3 diffuse lamellar keratitis (dlk) and poor vision (20/100) with light sensitivity in the right eye. The topical steroid dosage was increased and oral steroids were prescribed. It was stated that the patient had no loss of best corrected visual acuity (bcva). Patient reported symptoms are interfering with daily activities. Bcva from (B)(6) 2023. Right eye pre-op 20/20 -7.50 x -1.50 x 17, left eye pre-op 20/20 -7.75 x -2.00 x 163.